Event description:
Patient presented to the emergency department post-implant procedure with a hematoma at both incision sites. The patient was brought into the or, and upon drainage of the chest pocket, dehiscence of the pocket was observed. Physician drained both incision sites, irrigated the sites with antibiotic solution, placed two drains, and closed. Patient was admitted overnight for observation, and postoperative antibiotics were prescribed.

Event description:
Patient presented back to the physician with a hematoma at the chest incision site. Physician brought the patient into the or, drained the hematoma, placed a drain, and closed. Physician prescribed preoperative antibiotics and postoperative antibiotics after the procedure was completed.